Event description:
It was reported to boston scientific corp in 2008, that a hydratome rx sphincterotome device was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on the event date. According to the complainant, while trying to inject contrast, it was noted to be leaking from the shaft of the hydratome device (approx 4 cm from the tip); no contrast came out of the tip. Another hydratome rx sphincterotome device was used to complete the procedure. There were no pt complications reported as a result of this event.

Manufacturer narrative:
These codes were selected by the MFR based on info obtained from the user facility. Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.